Event description:
It was reported that a voyager rx 3.25 x 30 mm device was used during an interventional procedure in a moderately tortuous mid right coronary artery with the lesion described as a 35 mm denovo eccentric lesion with heavy calcification and 90% stenosis. The voyager rx was advanced with some resistance in the lesion and pre-dilatation was performed with the voyager rx 3.25x30 but ruptured on the third inflation of 10 atmospheres for 30 seconds. The device was removed without any resistance from the patient anatomy. A non-abbott balloon was used to pre-dilatate and a non-abbott stent was deployed to complete the procedure. There was no reported clinically significant delay in the procedure or adverse patient effect.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.